Event description:
Patient received moderate sedation for cardiac catheterization (cath) / impella procedure. On starting the procedure, a perclose got stuck in the femoral artery. The perclose will be sent back to company for examination with lot number.